Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, continued incontinence, leakage, fecal leakage, painful intercourse, and frequent yeast infections. No further info has been provided.